Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial#: (B)(4) model description: artisan 2x8 paddle lead (lim), 70 cm. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection. The symptoms were redness at the ipg and lead sites. The patient was placed on IV antibiotics. The physician does not believe the infection was device related.

Event description:
A report was received that the patient was explanted due to infection. The symptoms were redness at the ipg and lead sites. The patient was placed on IV antibiotics. The physician does not believe the infection was device related.